Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated that the sensor would not release from the serter. Customer stated that he used two infusion sets and received blood at site causing blood sugar levels to run high. Customer's blood glucose levels were not included in the report. Nothing further was reported.